Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the patient was previously treated with another manufacturer's stent graft on an unknown date and presented emergently with the ruptured aneurysm. The physician stated there was a type iii endoleak from the other manufacturer's device which caused the aneurysm rupture. The physician successfully deployed the main body endurant stent graft and bilateral limbs and seal was obtained. However, the patient's blood pressure could not be stabilized post-operative and the patient expired. The physician stated the cause of death was due to the ruptured aneurysm exsanguinated blood into abdomen and patient could not maintain pressure post-op. Per the physician, the patient's death was not related to the device, however, it was related to the procedure.